Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer had no backup therapy available, and they reached out to their health care provider (hcp) for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.